Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The sample in question was provided for investigation and the customer's allegation of differing results between roche and competitor assays were verified. Further investigation revealed that the positive roche result was correct for this sample.

Event description:
The user received questionable toxoplasma igg results for one patient sample from the analytical e module analyzer (B)(4). The results from the analytical e module were 46.8 and 48 iu/ml which were considered positive/reactive. The result from the vidas analyzer was 3 ui/ml which was considered negative. The result from the access analyzer was negative. No specific data was provided for this result. The patient was not adversely affected.